Event description:
A crack was noticed near syringe tip and an air embolism occurred.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)